Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: the pump display screen as observed to be dim and discolored. The pump contrast setting was adjusted to maximum with little improvement to the display screen. (B)(6).

Event description:
The pump was returned to animas. Product analysis evaluated the pump and found that the display screen was dim and discolored. This report is made based on the results of evaluation completed on (B)(4) 2014.